Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate erratic issue with her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on an unspecified day on the "second week of (B)(6) 2011." She obtained a glucose result of "308, 400 and 182 mg/dl" on the subject meter, done 20 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. She stated that she tests her glucose 10-15x/day and manages her diabetes with novolog and lantus insulin (self adjuster) and due to the alleged issue she took her usual dose of insulin based on the highest glucose result obtained (could not recall the exact amount), although she did not have any symptoms of hyperglycemia. The patient claimed about "half hour" after administering the treatment, she felt "shaky, sweaty, irritable and could not focus", which she associated to a hypoglycemic state. In response to her symptoms, she reportedly tested with the subject meter again and obtained a glucose result of "50 mg/dl", "immediately" self treated with food/drink and "15 minutes later", she reported feeling better. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.